Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp and confirmed the the augmentation led light was not working. The fse replaced keyboard controller board as per service manual. The iabp unit passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) augmentation light was not lighting up. It is unknown under which circumstances this event occurred. However, no death or injury was reported.